Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported providing notes from dental visit. In the dental office note it is noted that patient has some anterior crowding present, upper/lower canines rotated from normal position. Patient has generalized gingivitis, mild to moderate tartar present.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.